Manufacturer narrative:
The original reason to report this case was that, based on the initial information we received, there was not any back-up device available in the procedure; however, after an additional contact held with the complainant, it was revealed that the procedure was successfully completed without significant delay and using the same device; and that the patient did not suffer any injury or adverse consequence. Based on the aforementioned information, the manufacturer has identified that this event should be re-evaluated for MDR reporting. The re-assessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during three cases the coblator does not have the required efficiency for a turbinate reduction. However, the turbinate tissue is still and not reduce as what it can perform normally. No back up device was available.